Event description:
A us distributor contacted zoll to report that a patient states the device got wet in urine. Patient uses a bucket to relieve their self. While urinating, the monitor, belt connector, and battery was submerged in the bucket of urine. The patient tried to dry it but states the lifevest is now not working right. Patient states they changed the batteries and placed the wet battery into the charger. Patient felt a vibration in their back when the battery was changed. Patient states it hit really hard. The patient got up and went into the living room. Patient thought something fell from the ceiling. Then it hit again. This happened after the equipment fell into the bucket of urine. Patient confirmed there was no blue gel and confirmed it did not feel like a shock of electricity. Patient felt it two times total above the lower back. Based on the available information, there is no indication of a treatment event. There is no indication of medical intervention. There is no indication of serious injury. Following the alleged event, the patient did not seek medical intervention. The lifevest has been replaced by the distributor.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. Due to the equipment being submerged in urine an evaluation of the equipment cannot be completed. The root cause of the reported event is user error: patient used the lifevest after dropping it into a bucket of urine.